Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on october 29th, 2019. It was reported that the patient was unable to keep charge the base of the charger keep getting hot and that burn the patient's back. The patient felt like it was shocking them. The patient moved it from out let to outlet, removed the battery, turned the charger on and reset. The patient noted they were issued another items and since then, they are having no problems. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# : (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the recharger paddle and the relay box were getting very warm, too to touch, and it literally burnt the patient. In addition, the patient seeing the rm03 error message and the no device found screen on the controller. When the patient tried to charge the implantable neurostimulator (ins), it would take here back and forth between the passive recharger mode and the no device found screen. The patient has not been able to recharge her ins because of theses issue. During troubleshooting, the patient tried to sync the ins without the recharger and reported seeing the no device found screen on the controller. It was determined that the ins battery was very low or depleted. There were no further complications or anticipations reported with this event.